Event description:
It was reported that the patient stopped being able to hear approximately 15 days ago. He shows no response to stimulation or with his speech processor. Additional external equipment was tried but there was still no response to sound. There is no report of any accident or trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.